Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient parent that he receives an alarm due to which hyperglycemia occurs and some traces of ketones. High blood glucose level was 403 mg/dl and treated by correction bolus via pump and mdi. No further information was available.